Event description:
Almost immediately after the start of the surgical procedure, during the surgeon's first attempt to divide the pelvic fascia, there was smoke coming out of the wrist joint of the permanent cautery hook instrument. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.